Event description:
The customer received questionable estradiol generation 2 (estradiol) results for one patient sample. The initial result was 348.6 pg/ml and was reported outside the laboratory as 349.0 pg/ml. The patient's physician called to question the result and requested repeat testing of the sample. On (B)(6) 2012, the sample was repeated with result of 27.99 pg/ml, 35.58 pg/ml and 29.47 pg/ml. The repeat result of 29.47 pg/ml which was rounded to 29.5 pg/ml was believed to be the correct result. The patient was not adversely affected. The estradiol reagent lot number was 16871101 with an expiration date of 05/31/2013. The investigation could not determine a specific root cause. A reagent issue was not suspected as calibration and qc data were acceptable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.